Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿on an unreported date, the patient¿s caretaker was changed which led to the peritonitis¿ (no further detail was provided). On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 2 grams (frequency, duration and route were not reported). At the time of this report, the peritonitis was resolving and the patient was recovering. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.